Event description:
It was reported that the patient presented to hospital after experiencing shock from the device. Patient reported hearing "clap" sound and experiencing heat and warmth after shock therapy. Device interrogation was slow and sluggish through merlin. The right ventricular lead impedance could not be tested due to an error message stating "message could not be performed". It was noted that the patient received several inappropriate antitachycardia pacing therapy (atp) and high voltage shocks for vt/vf episodes showing right ventricular lead noise. Egms were not available. Device therapy was switched-off. Chest x-ray was performed and clavicle crush compromising the lead was noted. Lead was explanted and replaced on (B)(6) 2019. Patient was stable.

Manufacturer narrative:
Clavicular crush damage was found at 30.0 ¿ 32.3 cm from the connector pin. In this region, the optim sheath was intact, but all the cable lumens and the ptfe liner appears to be damaged and all the filars of the inner coil were fractured. One superior vena cava etfe cable coating was also found to be abraded in this region. The cause of the reported events is due to the clavicular crush.